Event description:
The pt said she changed the cartridge twice and rec'd "no prime" warnings. When she changed the cartridge a third time, the pump dispensed insulin during the load step and the pump emitted a "no cartridge detected" warning. The pt noted feeling very thirsty with a blood glucose level at 565 mg/dl during the call to animas. It was mentioned that the elevated blood glucose was caused by not being able to prime due to the force sensor issue. The pt did not have a backup plan for insulin delivery.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. A misaligned display screen was found but the force sensor pins were found intact. The pump did not detect the cartridge on the load step, dispensed fluid, and emitted a "no cartridge detected" alarm during eval. The owner's booklet states that to avoid the risk of dka or very high blood glucose, the user must be prepared to give themselves an injection of insulin if delivery is interrupted for any reason.